Event description:
It was reported that during the implant procedure after fixation, it wasn't possible to put the delivery catheter into tether mode or dock the atrial leadless pacemaker (lp) to the delivery catheter. While attempting to dock, the lp prematurely released from the delivery catheter. The catheter was removed and the tethers were misaligned despite not manipulating them. Additionally, loss of capture was observed on the atrial lp. At the next patient follow-up, the capture threshold had returned to an acceptable value. The patient was in stable condition.